Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It ws reported that the event involved a male pt diagnosed with acute myocardial infarction. While in the cath lab, md inserted sheath via right femoral artery. Intra-aortic balloon (iab) was prepped per instruction, handed to md, and inserted successfully. Md used 40cc syringe for inflation; however, resistance was met. Iab was then connected to pump and "kinked alarm rang and the pump did not work." As a result, md removed iab and replaced it with another iab. There were no reported pt complications.